Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed to open, and during inspection using the hardware test application (hta), one light emitting diode (led) on the pyxibus module controller board was not illuminated. A field service engineer (fse) replaced the pyxibus module controller board, drawer controller board, retractor bands, and position sensor; however, the issue persisted. Upon further inspection, it was determined that the latch sensor was improperly seated. The fse removed the latch catch from the drawer and properly reseated the sensor, after which the drawer functioned correctly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6 was failed and there was a hardware failure in remote smart service (rss). The customer tried to reboot but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.